Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy, the balloon had ruptured. No harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d1, d4 version/model number, catalog, lot number, UDI number, d7a it was reported that catheter, sensation plus, 7.5 fr 40 cc fiber optic had tear/rupture. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Conclusion: no escalations required. The failure mode is addressed in the risk file, labeling covers corrective actions, and the device operates within its risk profile. No evidence of non-conforming or counterfeit product.

Event description:
It was reported that catheter, sensation plus, 7.5 fr 40 cc fiber optic had tear/rupture. No harm or injury was reported.